Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt reported loudness and poor sound quality from the cochlear implant system. The pt was hospitalized (date not reported) for six weeks due to a unspecified infection which caused temporary paralysis from the neck down. There was no suggestion that the infection was related to the cochlear implant. Reportedly, a MRI was done (date not reported), no results were reported. An x-ray was requested but had not been done at the time of this report. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple anomalous electrodes. Deactivation of the anomalous electrodes did not alleviate the problem. Explanation/reimplantation is planned but had not been scheduled at the time of this report.